Event description:
On (B)(6) 2012, a beckman coulter inc. Representative reported the receipt of several damaged and leaking cubetainers of access wash buffer ii. The leak was discovered in the warehouse area. When the pallet was unloaded from the trailer a visible leak was observed at a lower corner of the pallet under the stretch wrap. The corner of the pallet was damp. Personnel did not handle the cubetainer and used an absorbent mat to soak up excess liquid. There was no report of any personnel seeking medical attention associated with this event. The amount of leakage for this event could not be determined. Although the fluid volume of an access wash buffer ii cubetainer is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Photos provided indicates that leakage was minimal. The effected product was returned to the manufacturing facility for evaluation. A definitive root cause for this event has not been determined to date. (B)(4).